Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level was 500 mg/dl and correction via the infusion device was not successful. The patient was able to correct the elevated blood glucose level via insulin injection. The patient detected insulin near the connector of the infusion set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).